Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 568 mg/dl and low blood glucose value was 56 mg/dl. The customer¿s other blood glucose were 528 mg/dl, 600 mg/dl, 489 mg/dl, 401 mg/dl, 78 mg/dl, 86 mg/dl, 369 mg/dl, 178 mg/dl. The insulin pump had insulin flow block alarm. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.